Event description:
The reporter states that the expiration date on the vial of the accu-chek comfort curve strips is 12/29/2008. The reporter's exp date did not match the electronic inventory system exp date of 02/29/2008. Batch records verified the exp date as 02/29/2008. No reported actions taken. No adverse event reported. New strips sent and return requested.